Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during hysterectomy, the jaw of the device broke. The jaw was picked up and another device has been used to complete the case. The piece was detached in the patient's cavity but it was retrieved. There was no patient injury.